Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Pain: unable to observe. Lymphadenopathy: unable to observe. Double capsule: unable to observe. Rupture/silicone migration: observed, rupture on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported, left side rupture. Silicone migration, lymphadenopathy, mastodynia, double capsule and pain. The device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy, mastodynia, pain.

Event description:
Healthcare professional reported left side rupture, silicone migration, lymphadenopathy, mastodynia, and pain. The device remains implanted.

Event description:
Healthcare professional reported left side rupture, silicone migration, lymphadenopathy, mastodynia, double capsule and pain. The device has been explanted.